Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The suspect om2 cable was returned for examination and tested for proper function. The referenced complaint was generated during preventive maintenance of a vigilance monitor where the cable was used as a system-related device. Therefore, there was no patient involvement. The allegation of unstable values isolated to the om2 cable was confirmed through evaluation of the returned cable. During testing, the cable demonstrated the failure after running for 5 minutes. The root cause of the failure was identified as a broken wire. There was no indication or evidence of a manufacturing defect being responsible. Per edwards lifetime of the product specification, the expected lifetime for the referenced cable is three years. At the time of the complaint, the cable had exceeded its expected lifetime as the cable is 10 years past its useful life. Incorrect calibration values resulting in inaccurate or varying values have the potential harm of inappropriate treatment. With any hemodynamic monitoring, patient readings can change quickly and dramatically. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make treatment decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not been received yet. Upon return of the product a supplemental report will be submitted with the investigation results. The device history record was reviewed with no related non-conformances found.

Event description:
It was reported that during preventative maintenance on a vigilance ii monitor, the om2 cable failed during calibration testing. During invitro calibration the value given was 82% and during invivo calibration the value given was 60%, which is within the normal range. The invivo calibration value regularly decreased to an unstable value of 54%, but should have stayed stable at 60%. There was no patient involvement in this event.